Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon wanted to know if there were any issues with iritis in african- american patients who have been implanted with intraocular lens zcb00/ pcb00 after routine cataract surgery. Reportedly surgeon has been managing a group of 5-6 patients who are getting this iritis and surgeon is curious if it is being caused by the lens. This report will capture information for zcb00 lens. Another report is being submitted for pcb00 lens. No further information provided.